Event description:
Approx one to two years following a novasure endometrial ablation procedure, the pt presented with "severe cyclic pain." An ultrasound indicated a "small amount of fluid in the [uterine] cavity" and the physician performed a dilation followed by a laparoscopic supracervical hysterectomy. The pt reportedly had "only minimal relief." We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. (B)(4) - uterine fluid. The device is not being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot number not provided by the complainant; therefore, the manufacture date of the disposable device is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. (B)(4).